Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that there was foreign matter observed inside the drip chamber. There was no report of harm as a result of the reported malfunction.

Manufacturer narrative:
We received one used 14687-15 primary plum set for inspection. As received, a black spot was visible in the drip chamber. The drip chamber was cut open and the particle was confirmed to be embedded in the drip chamber wall, not in the fluid path. The area of these particles exceeds the allowable surface area of embedded or attached foreign material per product specifications. The reported complaint can be confirmed. The most probable cause is burnt material embedded in the wall of the drip chamber during the molding process in costa rica. While the device fails visual inspection, the embedded material is not in the fluid path, and does not affect the functionality of the device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9- date returned to mfg. 12/28/2022